Event description:
It was reported that in the pt's room approximately 10 days after the catheter was placed in the pt's internal jugular vein, a leak was found from the extension line near the injection hub. As a result, the catheter was removed from the pt, and a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.